Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 ventilator generated an air proportional solenoid (psol) stuck open background check diagnostic code and stopped working. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the ventilator and found a relevant diagnostic code in the logs. The printed circuit board assembly (pcba) analog interface (ai) was replaced. The ventilator passed testing per manufacturer specifications and was returned to the customer. The potential cause of the event was isolated in the field to the printed circuit board assembly (pcba) analog interface (ai). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated an air proportional solenoid (psol) stuck open background check diagnostic code and stopped working. There was no patient injury at the time of the reported event.